Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 520 mg/dl and a moderate ketone level identified as dangerous by healthcare provider. Cause of elevated bg level was unknown. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 16 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.